Event description:
It was reported and learned from medical records, that a patient with a 23mm 11500a inspiris resilia aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe calcification with severe aortic stenosis, and severe pulmonary hypertension. The patient presented with sudden onset chest pain, angina and sob. Tee demonstrates severely calcified bioprosthetic av with critical as and mean gradient of 64mmhg. The patient underwent tavr in which 26mm 9755rsl s3u resilia was deployed successfully. Tee demonstrated no ai nor pvl and normal aortic gradient. The patient tolerated the procedure well and transferred to ICU in stable condition then discharged pod#1.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease (cad), coronary artery bypass graft (CABG), hyperlipidemia (hld) and diabetes mellitus (dm).